Manufacturer narrative:
(B)(4). Date sent: 12/15/2023. D4: batch # 352c66 . Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with the firing trigger broken and returned. A tr45w reload was loaded in the device. The returned reload was partially fired 1/3. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no components damaged and no anomalies were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 352c66, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an open hepatectomy, the firing trigger was stiff at 1st firing. The trigger was grasped with 2 people, and the trigger broke. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.